Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 4024 implantable pacing lead (B)(6) 1996.

Event description:
It was reported that the atrial lead¿s bipolar impedance had been trending downward which triggered a lead warning for low impedance. The lead was also oversensing causing inappropriate mode switches. It was further reported that the atrial lead was causing extraneous muscle stimulation due to the atrial lead switch to unipolar pacing and electromagnetic interference (emi) noise was also noted. The lead was reprogrammed back to bipolar pacing for the patient¿s comfort and better sensing. The lead remains in use. No patient complications have been reported as a result of this event.